Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had grinding when priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alert and rejected battery alert and they also stated that the insulin pump had to keep pressing buttons. The device will not be returned for analysis.